Event description:
It was reported that during a low anterior resection of the colon, the device partially stapled. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the analysis results showed that device a arrived in good visual conditions and fully loaded with staples. The device was tested for functionality and it fired and formed all the staples as intended. The device fired without any difficulties the staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived in good visual conditions and with no staples present in the device. The device was manually loaded with staples and the device was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 100% laser scanning system inspection and 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment, in addition a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.